Event description:
The customer received a blood glucose reading of 224 mg/dl from her breeze2 meter and a reading of 109 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer declined to troubleshoot or provide additional information before ending the call. No product will be returned.